Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4). A

Event description:
It was reported the patient experienced a burning sensation at the ipg site, unrelated to physical heating. Reportedly, diagnostic testing measured low impedance readings on multiple lead contacts. X-rays may be ordered as the next course of action. Follow-up identified surgical intervention was undertaken on (B)(6) 2015. The ipg was explanted and replaced with an updated MRI compatible model. Postoperatively, impedances were normal and stimulation effective. The issue is resolved.